Event description:
During an atrial fibrillation (a-fib) ablation procedure, a farawave catheter was selected for use. Following the initial lesion set in the left superior pulmonary vein, the physician attempted to deploy the catheter in the "flower" configuration. The mapping system identified overlapping petals, prompting the physician to return the device to its natural position within the sheath and rotate it multiple times. Despite these efforts, the spline remained inverted. Based on observations, it was believed that the spline had not returned to its normal configuration. Relying solely on intracardiac echocardiography (ice) and the mapping system, the physician was unable to confirm proper spline positioning and proceeded to deploy the flower configuration several times with the spline still inverted. The catheter was then removed from the patient, and the physician manually corrected the inversion. Upon preparing to reuse the device, it was noted that the proximal portion of the basket was no longer dripping as expected. Attempts to re-flush the catheter with a syringe were unsuccessful, despite normal drip function during initial preparation. A new catheter was opened, and the procedure continued without further incident. The case was completed successfully with no complications for the patient. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory. It was observed that one of the splines in the cage was still inverted, irrigation was not able for the condition of the device, and there was a kink in the flush lumen. Additionally, as secondary finding, guidewire was not able to insert in the catheter and deployment was not possible. Dissection revealed damaged located in the guidewire lumen outside the inner hypotube. According to the product analysis, a guidewire was not able to fully insert through the catheter due to a damage identified in the gwl. Based on the evidence, the "unintended use error caused or contributed to event" code was selected for the finding of a damage guidewire lumen. It's likely that the damage in this location potentially occurred when the catheter was deployed/undeployed either without a guidewire or without ensuring the guidewire was properly or fully inserted to the distal catheter end. Improper guidewire positioning or potential mishandling of the device during retraction procedures may also have contributed to the damage observed.

Event description:
During an atrial fibrillation (a-fib) ablation procedure, a farawave catheter was selected for use. Following the initial lesion set in the left superior pulmonary vein, the physician attempted to deploy the catheter in the "flower" configuration. The mapping system identified overlapping petals, prompting the physician to return the device to its natural position within the sheath and rotate it multiple times. Despite these efforts, the spline remained inverted. Based on observations, it was believed that the spline had not returned to its normal configuration. Relying solely on intracardiac echocardiography (ice) and the mapping system, the physician was unable to confirm proper spline positioning and proceeded to deploy the flower configuration several times with the spline still inverted. The catheter was then removed from the patient, and the physician manually corrected the inversion. Upon preparing to reuse the device, it was noted that the proximal portion of the basket was no longer dripping as expected. Attempts to re-flush the catheter with a syringe were unsuccessful, despite normal drip function during initial preparation. A new catheter was opened, and the procedure continued without further incident. The case was completed successfully with no complications for the patient. The device is expected to be returned for analysis.